Manufacturer narrative:
Consumer's failure to properly clean/maintain the humidifier is a violation of the instructions and warnings provided and led to the incident.

Event description:
Consumer alleges that his humidifier caused a fire that damaged his flooring.